Manufacturer narrative:
Based on the lack of patient historical information (medical/surgical history, patient presenting signs and symptoms of peritonitis, comorbidities, concomitant medication regime, antibiotic treatment plan) as well as reason for and course of hospitalization (unknown hospital length of stay) a possible association between any fresenius products and the adverse event of the peritonitis cannot be determined. Additional information related to the patient's history, comorbidities, and hospital course is needed to determine potential causality and temporal relationship.

Event description:
Source documents and information in the file were reviewed. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for unknown period of time, experienced and was diagnosed with an episode of peritonitis on an unknown date and required in patient hospitalization on an unknown date. Pdrn reveals the patient was discharged from the hospital on (B)(6) 2017- it is unknown if the peritonitis was resolving and patient was able to return to ccpd therapy at home without reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was discharged from the hospital for peritonitis. No additional information has been provided; however it has been requested.